Manufacturer narrative:
No product has been returned for evaluation. Should new information become available a follow up MDR will be submitted.

Event description:
Received information stating patient was experiencing high bg's (300's mg/dl).